Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire encountered resistance with the patient¿s moderately calcified, moderately tortuous, and 90% stenosed lesion resulting in the reported resistance during advancement and removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca) with moderate calcification, moderate tortuosity and 90% stenosis. The lesion was pre-dilated and the balance middleweight universal ii guide wire was advanced to the lesion and resistance was noted with the anatomy. After several failed attempts to move it forward it was decided to replace the wire before stenting. So it was pulled back with resistance noted with the anatomy and discarded. Another wire was used and the rest of the procedure was uneventful. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.